Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was treating a lesion in the right coronary artery (rca). The lesion was predilated with a 3.0x16mm sprinter. While prepping the 3.5x16mm taxus express2 drug eluting stent, the stent came off the balloon. The stent never entered the pt's body. The procedure was completed with another taxus express2 device of the same size. There were no pt complications.